Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/09/2015 with the following findings: several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The pump was exercised for 24 hours, during which no cs-078 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the rewind, load, and prime sequence. The battery compartment was observed to be cracked in the area above the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Evidence of moisture damage was observed inside of the battery compartment and on the battery cap. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture damage was found near the motor flex connector. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.